Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and the message "possible device malfunction" was displayed. It was also noted that the patient had recently undergone radiation therapy.